Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). The field service engineer performed various instrument checks, adjustments, and cleaning's. He performed qc with acceptable results. After service, the customer has not reported any further issues. The investigation is ongoing.

Event description:
The initial reporter received questionable roche diagnostics cobas elecsys anti-tpo results for one patient tested on a cobas 8000 e 801 module. The patient's initial result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample for confirmation. At 8:47 a.m., the patient's initial anti-tpo result was 40.7 iu/ml. At 11:42 a.m., the patient's repeat anti-tpo result was 9 iu/ml. The anti-tpo reagent lot number and expiration date were requested but not provided.